Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) by paramedics due to a low blood glucose (bg) level of approximately 47 mg/dl and having a seizure. Customer was treated with glucagon, potassium, vofram and an intravenous saline drip. Customer was released from the ER 6 hours later. Upon being released from the ER customer was in ¿stable¿ condition. There was no permanent damage to the customer, however, the customer obtained a bruised lip due to the reported seizure. Reportedly, the cause for the event was due to the customer not eating enough at night and had no protein. Reportedly, the customer's heath care provider adjusted basal rate settings to address the issue.